Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-8991, fibertak® dx suture anchor, knotless, ve5, its anchor pulled out after the repair stitch passed. This was detected during a posterior ankle arthroscopy, arthrobostrum repair, oats procedure on (B)(6) 2026. The procedure was completed successfully by using another ar-8923bc pushlock. Additional information received on 28th may 2026: this incident involves an anchor pull-out following fixation, with the device remaining intact and retained within the joint space, rather than a device fracture or breakage. No harm was reported to have occurred to the patient because of this event.